Event description:
The lead was explanted due to suspected insulation abrasion. It was noted that device was oversensing and resulted in hv therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.